Manufacturer narrative:
Investigation summary: a complaint history check was performed and this is the 7th related complaint for needle hub separates on lot # 9343326. A review of risk management 150rmn-0001-16 revision 13 indicates that the potential risk of this specific reported incident (syringe, needle hub separates ) was captured and addressed appropriately. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9343326 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that during use the hub separates from device with a bd insulin syringe with bd ultra-fine¿ needle. The following information was provided by the initial reporter: (3 of 3 complaints), it was reported that the customer is finding more syringes with separated needle hub.